Manufacturer narrative:
No product has been returned, as product was reported as not being available. Without the returned product the investigation could not confirm the reported issue. No corrective actions are planned currently. If the product is returned, the investigation will be reopened. Since no lot number was identified, a device history review could not be performed.

Event description:
It was reported that during the replacement of the adjustable tracheotomy cannula, the internal framework came loose. There was no report of patient involvement or adverse event.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.